Event description:
The end user reported that the skin irritation area developed about a year ago prior to her kidney replacement. The area is oval shaped without depth about three quarter inch by on quarter of an inch. It does not weep, blister or itch and there is no pain. She also reported that it does bleed slightly at times and that the area never gets worse but, never gets better.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reported that she saw an ostomy nurse this past spring who suggested that she use (B)(4) powder. The end user reported there is no change. The end user was recommended the (B)(4)seal rather than (B)(4) paste. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.